Event description:
It was reported that while evising a zimmer uni knee to a s&n legion revision knee, cutting block sheared in half while trying to make champher cuts. Doctor had to "free hand" cut the femur.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned block indicated that the two small junctions between the two larger sections of the cutting block were fractured. The area near the fractures showed signs of possible gouging from the saw blade. The cause for the cutting block fracture was likely due to the cutting blade gouging the cutting block in the area where the anterior and posterior portions of the block are connected in combination with the small cross-sectional area of that region. This could raise the stresses in that region and reduce the load necessary to cause fracture of the cutting block. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.